Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was alleging possible insulin pump under delivery. The customer¿s blood glucose level was 512 mg/dl at the time of the incident. Customer stated that the insulin pump had no delivery alarm. Customer experienced symptoms such as nausea and vomiting and abdominal pain. The customer was treated with manual injection and insulin pump. The device will not be returned for analysis.